Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the locking mechanism on an instrument tracker was not engaging and could not be properly attached to the adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and the device was not used in a procedure.

Event description:
It was reported that the locking mechanism on an instrument tracker was not engaging and could not be properly attached to the adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and the device was not used in a procedure.